Event description:
I had been using complete moisture plus contact lens solution for about a year. As far as I can remember, my eyes had always been red during the use of the product. In 2007, I put my left contact lens in my eye and felt some sort of irritation. I washed the lens several times and replaced the lens in my eye only to have the same sensation. I figured it would eventually work itself out. As the day wore on, my eye condition grew worse. I removed my lens in the afternoon and sought medical attention. I was diagnosed with some sort of keratitis and prescribed zymar drops. I left my contact lens out during the course of treatment and eventually felt better. I continued to use the complete brand solution as I was not aware of a recall until the last week in in 2007. I have since switched brands of solution. Dates of use: 2007.